Event description:
Allegedly the patient was revised due to unknown mom complications. (Right).

Manufacturer narrative:
Additional information: adding hospital revision name, physician name, products and lot ids.

Manufacturer narrative:
Corrected part name and pro code.